Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips . Visual inspection was performed on the usb/charging cable and no issue was observed. Usb/charging cable was passing the test. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter was passing the test. Visual inspection has been performed on the returned reader and no issues observed. Control solution testing has been performed and all results were within specification range. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted .

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 300 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 300 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated with retained test strips . Visual inspection was performed on the usb/charging cable and no issue was observed. Usb/charging cable was passing the test. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter was passing the test. Visual inspection has been performed on the returned reader and no issues observed. Control solution testing has been performed and all results were within specification range. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly and broken snaps was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that the observed broken snaps did not impact the sensor functionality and electronics. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 300 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 300 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader mfgd133-g0163 has been returned and investigated with retained test strips . Visual inspection was performed on the usb/charging cable and no issue was observed. Usb/charging cable was passing the test. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter was passing the test. Visual inspection has been performed on the returned reader and no issues observed. Control solution testing has been performed and all results were within specification range. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and broken snaps was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that the observed broken snaps did not impact the sensor functionality and electronics. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted .